Manufacturer narrative:
This event is no longer a reportable event. MDR decision corrected too not reportable. No additional supplemental mdrs are required unless additional information received makes the event reportable. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
H7 and h9 corrected. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient regarding an implanted infusion pump. It was reported that there was a delay whenever the patient tried to deliver a bolus. Per the patient, it took 4-6 minutes for the bolus cycle to complete. It was unknown if there were any environmental, external, or patient factors that may have led or contributed to the issue. Healthcare information technology (hcit) attempted to transfer the patient-to-patient services, but the patient disconnected the call while on hold. There were no interventions/actions taken to resolve the issue. It was unknown if the issue was resolved. Additional information received from the patient reported that it takes the application 11-12 minutes to deliver a bolus. Patient stated they bolus 6-7 times a day, so they have an hour of doing nothing but bolusing. Agent assisted them in clearing data. Refer to (B)(4) for report of communicator replacement.

Manufacturer narrative:
Continuation of d10: product ID hh9020tdd serial# (B)(6) product type product ID a820 product type software section d information references the main component of the system. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.